Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm when the seal was put into the aorta, they found that the tether was separated from the tension spring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to maquet for evaluation. Signs of clinical use and evidence of blood were observed. Blood was present on both the loading device and delivery device. The seal was returned outside the delivery device, unraveled and the tether was cut towards one side of the tension spring in an angle. The seal was observed to have blood. The blue slide lock was disengaged and the plunger was fully depressed on the delivery device. The device was returned in a completely deployed state. Upon observation no defects were observed to the loader, delivery device, seal, and tension spring assembly. The delivery tube was unable to be measured due to the presence of blood in the delivery device. We are unable to evaluate the seal for delamination because it has been fully unraveled. Based upon the received condition of the device, the reported failure mode "detachment of device" was unable to be confirmed. The DHR for the sub-assembly was reviewed, there were no non-conformities observed. The product met all the required specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm when the seal was put into the aorta, they found that the tether was separated from the tension spring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.